Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Additional information section a patient information; patient identifier: (B)(6).

Event description:
The customer observed falsely elevated troponin results on the architect analyzer. There was no impact to patient management reported. Specific initial and repeat data was provided for 12 sids ranging from less than 0.01 to 0.32 ng/ml (customer's diagnostic cutoff is 0.04 ng/ml). There was no additional patient information provided.

Manufacturer narrative:
The customer observed elevated/erratic results for multiple patients while using architect stat troponin-I reagent lots 36422un16 and 56905un17. Evaluation of complaint data for the architect troponin lots: 36422un16 and 56905un17 determined that there is normal complaint activity and no trends for the reported issue for the product. Accuracy testing was also performed to evaluate the performance of reagent lots 36422un16 and 56905un17. An internal troponin-I panel was tested with retained kits of both lots and all acceptance criteria was met. A review of labeling was performed and showed the issue is sufficiently addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.